Event description:
Nurse called to report a hospitalization due to high blood glucose. The paramedics were called to treat a high blood glucose of 426 mg/dl. Customer was transported to hospital. Caller stated that customer was in an altered state. Customer did not have the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.